Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 68 mg/dl. Reportedly, customer inadvertently entered an amount of 488 carbs into the bolus menu, instead of the intended 48 carbs and subsequently delivered a 15 unit bolus. Bg was addressed via intravenous saline. Reportedly, the customer left the ER 4 hours later with the issue resolved and no permanent damage.

Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.